Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction <<<was/was not>>> confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the event was unable to be specified. The high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. The event can be detected/prevented by following the instructions for use which state: instructions for gif-q260j operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ instructions for gif-q260j operation manual chapter 4, ¿operation¿ section 4.2, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device